Manufacturer narrative:
This device remains in service and is not expected to be return; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc), increase in pacing threshold and decreased in pacing impedance of 300 ohms. Chest x-ray was performed and showed the lv lead was dislodged to a sub-optimal position. The device was reprogrammed due to loc. The physician elected to continue to monitor the issues and planned for a shorter time follow-up with the patient. At this time, the device remains in service. No adverse patient effects were reported.